Event description:
It was reported that while in use on a patient, the balloon ruptured. As a result, the catheter was removed. A 2nd catheter was not inserted. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the supplied teflon sheath was noted on the returned sample; liquid blood was noted within the sheath sidearm. Buckling to the teflon sheath extrusion was noted at approximately 11.6cm and 13.2cm to 15.1cm from the distal tip of the teflon sheath. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc was noted with "u" shape bend near the proximal end of the bladder at approximately 56.5cm from the iabc luer end. The iabc central lumen was noted broken within the flextip assembly area at approximately 5.8cm from the iabc distal tip and wire-round was noted unraveled. Dried blood was noted on the exterior surfaces of the bladder. Some traces of dried blood were noted within the iabc helium pathway. The customer submitted photos and videos were reviewed. In the photo, the central lumen was noted broken within the flextip assembly area. In the video, blood was confirmed present within the iabc bladder/helium pathway and blood/liquid was noted leaking from the iabc bladder membrane. In the video, blood was confirmed present within the iabc bladder/helium pathway and blood/liquid was noted leaking from the iabc distal tip. The video shows the fluoroscopic view of the patient/iabc, where the iabc bladder was noted not fully inflating. The bladder thickness was measured at six points with measurements ranging from 0.0061in-0.0065in and was within specification of process document. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times according to quality system document with similar results. Dried blood was observed within the one-way valve. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in the bladder inflation. The results are consistent with the previously confirmed broken central lumen. The iabc was leak tested. A leak was immediately detected from the iabc bladder, distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The leak from the iabc bladder was noted at approximately 6.9cm from the iabc distal tip; the leak site is consistent with contact from the damaged/broken end of the central lumen. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the previously noted central lumen break. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 57cm from the iabc luer, which is the location of the previously noted bend. Then the guidewire exited the central lumen and entered the bladder at the location of the previously noted central lumen break. No blood or de-bris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab blood in helium pathway is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken in the flex-tip assembly area near the iabc distal tip. The damaged central lumen can result in blood entering the helium pathway and an inability of the bladder to fully inflate. The bladder was also noted damaged by the broken central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the dam-aged central lumen. The probable root cause of the complaint is undetermined. A corrective and pre-ventive action has been initiated to further investigate the issue.

Manufacturer narrative:
(B)(4). UDI# (B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, the balloon ruptured. As a result, the catheter was removed. A 2nd catheter was not inserted. No patient harm or injury. The patient status is reported as "fine".